Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progre

Event description:
Reference number (B)(4). Event occurred in norway. It was reported that the patient experienced burning sensation, pain, and lumps with bruising at the injection site, leading to skin infection and hospitalization while using a 9 mm cannula. Patient later switched to a 6 mm cannula and reported improvement in symptoms. No further information is available.